Event description:
Procedure - revision of total knee replacement with stemmed femoral and tibial components. Issue - removed former implant, surgeon reported concern of observed debonding of the tibial component from the cement with associated polyethylene wear type cysts in both the tibia and the femur.